Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, the patient presented with failed fusion (l4-l5, l5-s1). The patient underwent lumbar re-exploration (l4-l5, l5-s1), posterior lumbar fusion (l3 to s1), two-level posterior lumbar interbody fusion (l4-l5, l5-s1) with caged pedicle screws, iliac crest bone graft and bone morphogenetic protein. As per op notes, ¿¿the bone was resected with the drill down to the transverse process of l3, l4, l5 and the ala of the sacrum bilat erally¿¿. ¿¿.bone was placed in the anterior aspect of the disk space, followed by a 9*9*21 mm cage which was packed with bone graft¿¿. ¿¿.bmp laden sponges and bone grafts were placed in inner transverse space bilaterally from l3 to s1. Prior to placement of the bone graft and bmp, the wound was thoroughly irrigated¿.¿. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.